Manufacturer narrative:
This supplement serves as a correction: the previously reported complaint numbers for the returned IV sets (B)(4) and (B)(4) were incorrect. The correct complaint numbers are (B)(4) and (B)(4). This IV set will not be returned; therefore, an investigation cannot be performed. However, the IV sets for complaints (B)(4) (3006575795-2025-00256) and (B)(4) (3006575795-2025-00255) were returned for investigation. Reference to complaint#: (B)(4).

Manufacturer narrative:
Intuvie received a report indicating that the IV set was leaking just below the drip chamber. A review of the device's serial number history revealed nine similar complaints from the same customer. The failure mode was not confirmed, and the probable cause remains undetermined. D9: only two IV sets were returned on 07/07/2025 (B)(4). There was no IV set returned for this event. The leaking IV set was identified during servicing performed by a third-party service provider. Reference to complaint numbers: (B)(4).

Event description:
Intuvie received a report indicating that the IV set was leaking just below the drip chamber. The infusion was stopped immediately upon identification of the issue. The drug being infused at the time is unknown. No patient or user injury was reported.